Manufacturer narrative:
The reported event was lead dislodgement. Electrical testing did not find any signs of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead. Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the physician attempted to place the right atrial (ra) lead at multiple sites and the lead kept dislodging. The lead was not used and a new lead was implanted. The patient was stable.